Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of endocarditis and fever as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. [(B)(4)].

Event description:
This is filed to report endocarditis. It was reported through an article identifying patients who developed infective endocarditis (ie) after the mitraclip procedures. Details are listed in the attached article titled, endocarditis after interventional repair of the mitral valve: review of a dilemma. The first patient was successfully treated with three clips in 2011. Three years later the patient was admitted due to fever. Positive for s. Epidermidis. The patient underwent surgery for replacement of a prosthetic valve and explantation of an internal cardioverter defibrillator (ICD). The patient was alive on day 52 after surgery. There was no further information provided on the clinical course or antibiotic regimen. No additional information was provided.